Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("patient has expelled one of her essure sterilization devices.") In a female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, leg pain, back pain, bloating, fibromyalgia, anxiety, depression, abdominal pain and pelvic pain female. Concomitant products included movicol plain (macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride) and mirtazapin (mirtazapine). In 2011, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: patient had her 2nd essure device placed in january. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: position of sterilization devices appear to be perfect and there is no evidence of perforation; on (B)(6) 2014: confirmed tubal occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("patient has expelled one of her essure sterilization devices.") In a female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("patients novasure endometrial ablation and essure sterilization will be performed on the same day"). The patient had a medical history of anaphylaxis, back pain, adenomyosis, lightheadedness, arthromyalgia, dizziness, smoker, rash, abdominal pain, abdominal cramps, genital bleeding, hot flushes, weight loss, weight gain, hormonal imbalance, blurred vision, panic attacks, fibromyalgia, fatigue, facial swelling, depression, low mood, anxiety, bloating, migraine, leg pain, back pain, bloating, fibromyalgia, anxiety, depression, abdominal pain and pelvic pain female. Previously administered products included: mirena. Concomitant products included diclofenac, movicol plain (macrogol 3350; potassium chloride; sodium bicarbonate; sodium chloride) and mirtazapin (mirtazapine). In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (abdominal total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: patient had her 2nd essure device placed in january. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: position of sterilization devices appear to be perfect and there is no evidence of perforation; on (B)(6) 2014: confirmed tubal occlusion. [Pathology test] on (B)(6) 2020: specimen: uterus, bso simple, cervix , bilateral tubes clinical details: uterus, cervix, tubes. Pelvic pain post essure sterilization- left device only pathology report: both fallopian tunes measures 6 cm in length. Both fallopian tubes are histologically normal. Diagnosis: uterus: adenomyosis. [Ultrasound scan] on (B)(6) 2013: endosure coils noted right and left side uterus; on (B)(6) 2020: specimen: uterus, bso simple, cervix , bilateral tubes clinical details: uterus, cervix, tubes. Pelvic pain post essure sterilization- left device only demonstrated only 1 essure device, so a plain abdominal pelvic x-rays was undertaken and has similarly suggested the presence of only a single device. Normal. Diagnosis: uterus: adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Medical device monitoring error performed added. Medical history, historical drugs, concomitant conditions and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("patient has expelled one of her essure sterilization devices.") In a female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, leg pain, back pain, bloating, fibromyalgia, anxiety, depression, abdominal pain and pelvic pain female. Concomitant products included movicol plain (macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride) and mirtazapin (mirtazapine). In 2011, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: patient had her 2nd essure device placed in january. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: position of sterilization devices appear to be perfect and there is no evidence of perforation; on (B)(6) 2014: confirmed tubal occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: case became serious incident. Event injury nos is replaced with event device expulsion. Patient information added. New reporter added. Product, indication, added. Date of birth added. Medical history, lab data, concomitant products added. 23-mar-2023: non significant amendment performed. Concomitant drug recode. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.